Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker change procedure. Upon interrogation of the device, it was noted that the right ventricular lead exhibited episodes of noise. The noise was reproducible with patient movement. The physician elected to also replace the lead during the procedure. When the pacemaker was removed from the pocket, the physician discovered an insulation breach on the lead near the pacemaker header. The right ventricular lead was then capped and replaced on (B)(6) 2020. The patient was reported to be in stable condition.